Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date: 3 july 2013. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the article was returned broken in two (2) broken pieces. The fracture surface does show a twisted spiral groove, which suggests that the drill bit was exposed to a heavy twisting force that caused permanent mechanical deformation. This twisting likely led to the break of the shaft. Reviewing the device history record showed conformity. No manufacturing related problem was found. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the procedure the drill bit broke. The broken part of the drill bit could be removed from the patient's body; no broken part remained in the body. No adverse consequences were reported; there was no surgical delay. This is report 1 of 1 for (B)(4).